Manufacturer narrative:
(B)(4).

Event description:
This lv lead was explanted and replaced due to diaphragmatic stimulation. An epicardial lead was implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.